Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the event and treated with injection fortum (intraperitoneally (ip), one gram daily) and cefazolin (ip, dose and frequency not reported). Six days later, cefazolin treatment was discontinued. The next day, the patient began treatment with ciprobay (ip, 200 milligrams daily) for the peritonitis. Antibiotic therapy was complete eighteen days after admission to the hospital. Following completion of antibiotic treatment, the patient was discharged from the hospital and reported to have recovered from the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.